Event description:
The balloon pump was on patient and it alarmed indicating the water trap was full. On inspection, the water trap was empty. Pump was also alarming the arterial pressure (ap) was disconnected, but all cables and lines were connected appropriately. The pressure waveform was not showing up on the pump. The balloon pump was still pumping, just not showing the waveform. The patient remained stable throughout the procedure without complications.